Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempt(s) for additional information from the funeral home and physician office were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. Concomitant product: product ID: 407645, implanted: (B)(6) 2013, (B)(4).

Event description:
An implantable pulse generator (ipg) system was returned from name the source or state unknown funeral home with limited information. Information identified in the paperwork indicated the patient died approximately nine months post implant of the ipg system. A cause of death was requested and not received.

Manufacturer narrative:
(B)(4). The device was returned and analyzed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.